Event description:
It was reported that instrument´s thread to lock the instrument in the guide is defective. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting dantial event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument´s thread to lock the instrument in the guide is defective. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area. The device associated with this report was returned to depuy synthes for evaluation. Visual examination was not able to found breakage, instead heavy deformation on the threads on the device was identified making unusable the device as it cannot be disassembled from its mating component. The observed condition of the device was consistent with a component failure that have been caused by exposure to unintended forces, the damage suggests that the device came in hard contact with another tool. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was unconfirmed as the observed condition of the [retaining stem inserter] would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 259807570. Retaining stem inserter. Lot# ab4949979. 1) quantity manufactured:(B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200721 rev j. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 22 nov 2019. 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a. 5) IFU reference: 090200721 rev j.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that thread fractured. So instrument broke into two or more pieces.